Manufacturer narrative:
The field service representative determined the sipper probe cover was off and not seated. He adjusted the sipper cover and performed performance tests to verify the analyzer operation with all results within specification.

Event description:
The user received a discrepant troponin result for one pt sample. The initial result was 0.126 ng per ml when tested at 19:37 pm. The user decided to repeat this sample when another sample from the same pt was run and had a delta failure when compared to the initial result. The repeat result of this sample in 2009 at 03:07 am was 0.023 ng per ml. The user notified the physician of the corrected result. The physician had already documented that the pt would be admitted to the hospital prior to the erroneous result being reported. The erroneous result did not adversely affect the pt. Based on pt's chart, no treatment was provided or denied based on this erroneous result. The pt was admitted and was undergoing additional testing unrelated to this incident.